Event description:
It was reported that during implant a portion of the catheter broke off and remained in the patient. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.